Event description:
This report is based on information provided by philips field service engineers and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the touchscreen was not working. During repair at the philips bench repair facility it was determined that touch screen was not working correctly after calibration. To correct the issue the display assembly (rdt display assembly kit, 453564842111) was required to be replaced. Testing and verification was completed satisfactorily (calibrated nbp, co2 and touch screen) and the device was returned to service at the customer site. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was confirmed. The root cause of the failure cannot be determined without the return of the defective screen for failure analysis. To date this has not been received. Based on the information available, no further action is necessary at this time. While no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is based on information provided by philips field service engineers and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the touchscreen was not working. During repair at the philips bench repair facility it was determined that touch screen was not working correctly after calibration. To correct the issue the display assembly (rdt display assembly kit, 453564842111) was required to be replaced. Testing and verification was completed satisfactorily (calibrated nbp, co2 and touch screen) and the device was returned to service at the customer site. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was confirmed. The root cause of the failure cannot be determined without the return of the defective screen for failure analysis. To date this has not been received. Based on the information available, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.